Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected error. It was reported that insulin pump showed a battery error message and turn off by itself. Customer placed a brand new battery but there was a red light on the back. It was reported that customer placed another battery but nothing worked, the insulin pump did not turn on at all. The customer reported they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.